Manufacturer narrative:
"There was report of an adverse effect to the patient." This was due to a technical error. It was already known at the time of the report that there was no adverse effect to the patient. Therefore, the sentence should have read: "there was no report of an adverse effect to the patient."

Manufacturer narrative:
Results: the stretch resistant wire (sr wire) of the ruby coil embolization coil was fractured and the embolization coil was stuck inside the introducer sheath; the introducer sheath was kinked approximately 10.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, it is likely that damage such as this may occur. Further evaluation revealed the introducer sheath was kinked, and the embolization coil was stuck inside the introducer sheath. The damage to the introducer sheath likely occurred during packaging the device for return. The coil was flushed out of the introducer sheath by the penumbra investigator. The pusher assembly to the ruby coil was not returned for evaluation and, therefore the root cause cannot be determined. These devices are 100% functionally test during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01176.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod6 coils. During the procedure, the physician began to deploy a ruby coil into the aneurysm but decided to remove the coil and use a different size. While withdrawing the ruby coil back into another manufacturer's microcatheter, the ruby coil began to unwind inside the microcatheter and was removed. While attempting to advance a new pod6 coil through the microcatheter, the pod6 coil pusher assembly became kinked and was removed. The procedure was successfully completed using new pod6 coils. There was report of an adverse effect to the patient.